Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a loose pressure resistant hose that was loose when connected. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a loose pressure resistant hose that was loose when connected to the high-pressure oxygen connector. The device was evaluated by a service engineer (se), and it was reported that the customer's issue was confirmed. The se re-tightened the oxygen inlet retaining plate to resolve the issue.